Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown. Knee-natural knee-femorals-unk. Knee-natural knee-bearings-unk. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a healthcare professional. Review found anatomic alignment of the knee arthroplasty. Bone quality is osteopenic. No evidence of loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent a knee arthroplasty on an unknown date, subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.